Event description:
Device 1 of 3. Reference MFR reports # 1627487-2013-00446 and 1627487-2013-00453. It was reported the pt ((B)(6)) experienced heating at the ipg site when recharging. The reported discomfort began after 30 minutes of recharging. In addition, the pt alleged experiencing overstimulation in his thigh and a loss of therapy. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to address these issues and the pt's ipg and lead were replaced. It was noted that upon explant of the lead, a visible break was observed in the device directly at the anchor site.

Manufacturer narrative:
This ipg serial number was included in a field advisory and the ipg model was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.